Event description:
The customer reported the kv and ma was driving to max but the monitor is black. There was no image on the monitor. No patient involvement but no injuries were reported.

Manufacturer narrative:
The ge service rep troubleshoot the system, ordered and replaced interconnect cable. The system is operating as designed.